Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. A lot number was not provided therefore the device history record could not be reviewed. The sample was not returned for evaluation. A supplier corrective action report was opened to further investigate this issue. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the balloon deflates by itself for no apparent reasons.